Event description:
It was reported that a spectrum iq pump alarmed close door occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿close door¿ was unable to be reproduced. The device could not be tested due to service event of system error 320. A review of the event history log revealed system error 320 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper auxiliary latch switch is not properly spaced, which could cause intermittent system error 320 errors. The mechanism requires reinstallation and the upper aux will also be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.